Event description:
It was found during a baxter evaluation that a pump has a delayed keypad response of approximately 3 seconds. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. A delayed keypad response was experienced during the product evaluation caused by a failing processor printed circuit board. The delay observed was approximately 3 seconds. The keypad was tested and all keys were found to function as designed. The processor pcb/shielding will be replaced.